Manufacturer narrative:
Additional information provided stated that the physician was ablating at 50 watts on the lateral wall when this happened. The physician advised that the event was not a bwi equipment issue. The customer declined system service. The returned catheter passed visual test, electrical test, temperature bath test, generator test, eeprom data test, carto test, re-calibration test, and patency/flow test. Complaint cannot be confirmed. (B) (4).

Event description:
It was reported that during a vt idiopathic procedure, a moderate tamponade/pericardial effusion occurred. The patient was treated for premature ventricular contraction (pvc) in the right ventricular outflow tract (rvot). Following the ablations it was noticed that the patient had low blood pressure and brief period of asystole. The physician performed a pericardiocentesis due to tamponade/pericardial effusion and the patient did stabilize after the medical intervention. The patient spent the night in the ICU. The patient had fully recovered, prognosis was excellent and had been discharged several days later.